Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
On (B)(6) 2012, the patient was initially implanted with an afx bifurcated stent graft and limb extension. On (B)(6) 2016, a secondary procedure was performed for an unknown reason. During the intervention, an additional afx2 bifurcated stent graft and a vela suprarenal was implanted. No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. The clinical assessment determined that there was evidence to reasonable suggest type iiib of the main body (breached and stretched [~40mm]) occurred that were not included in the event as reported. The compromised stent graft integrity was discovered on (B)(6)2018 during review of the secondary endovascular procedure 51months post implant angiogram to date there have been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed.=these types of events will be monitored and trended as part of the quality system correction: remove codes (B)(4) and (B)(4).